Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the past. Although requested by tandem technical support, the customer declined to perform troubleshooting or provide information regarding the reported issue.